Manufacturer narrative:
The actual device was not available; however, two photographs of the sample was provided for evaluation. Visual inspection was performed which observed the chamber was impacted with particles (black spots). The reported condition was verified. The cause of the particles was due to a molding defect with the part during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set had embedded brown spots inside the drip chamber. This was noticed before use. There was no patient involvement. No additional information is available.